Manufacturer narrative:
Additional information: g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Intermittent forces around 60 g were noted during the procedure; however, the catheter location and other contributing factors at the time this occurred were unable to be determined. Auto resets were noted to occur between ablations throughout the files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a hybrid cryo and radio-frequency redo atrial fibrillation procedure, a pericardial effusion occurred. Following the cryo portion of the procedure, the ablation catheter was used to conduct a posterior wall isolation ablation. When conducting ablation on the roof line, intermittent high contact forces of approximately 60 grams was noted and an effusion was confirmed on ultrasound. There were no patient symptoms and a pericardiocentesis was performed to stabilize the patient. The procedure was then successfully completed.